Event description:
During a infusion of heparin with the infusion pump, a family member of the pt noted that no drops were falling in the drip chamber. The nurse stopped the infusion. When the pump door was opened it was observed that the IV tubing was not in contact with the pumping mechanism. It was commented that the pump appeared to be operating and counting down volume to be infused prior to the issue being recognized. The pt was given a bolus of heparin for low ptt. No add'l pt intervention was required. It was commented that "no adverse outcome to the pt noted."